Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted for jaundice, hemolysis, hematuria and increased liver enzymes. An echo was performed and revealed midline septum at baseline speed of 9800 rpms with aortic valve opening. The pump speed gradually increased to 11,00 rpms, and at that speed the aortic valve closed with little change in septum positioning. The patient was started on heparin and was monitored. Per additional information received, the patient needed dialysis. The patient and family did not want to proceed with care, so care was withdrawn, and the patient expired. The echo revealed adequate unloading, so the hospital staff does not suspect that the pump was involved.

Manufacturer narrative:
Per additional information received, the device will not be returning for evaluation, as an autopsy was not performed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.